Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient's parent reported via web self-service that the pediatric patient experienced inaccurate cgm values which occurred 5 days after the wearable had been inserted in the arm. According to the report, it was documented that on (B)(6) 2025 the dexcom mobile device was reading 175 mg/dl. The patient was sick the whole day and went to the emergency department (ed). There, the bg was over 700 mg/dl. He was admitted into the hospital for diabetic ketoacidosis (dka). Treatment and management of dka and length of stay were not documented. Although attempts to follow up with the reporter for additional event details were made, contact was unsuccessful. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.